Manufacturer narrative:
Lot # requested but not provided. (B)(4). Investigation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions (mi), quality control (qi) and specifications was conducted during the investigation. The lot number is unknown, therefore, manufacturing records can not be reviewed. This set contains a wire guide. From the set, one wire guide was returned for investigation in a used condition. It was examined in the qe lab. The wire guide measured 7.1 cm in length(mandrel and coil). A stretched portion of the coil wire from the mandrel was 1.3 cm. Coil length is in specification. Mandrel is severed just below where the coil is soldered to the mandrel. The manufacturing and qc departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The product is manufactured to specific specifications. The IFU states "do not attempt to insert or withdraw the wire guide and /or introducer if resistance is felt" and "withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage." This type of device failure has generally been associated with the wire guide being damaged by withdrawal and/or manipulated through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. Insufficient risk due in part to high detection activities, low occurrence and low severity. Per the conclusion of the risk assessment, further risk reduction is not required. We will continue to monitor for similar complaints have notified the appropriate personnel of this event.

Event description:
During the initial procedure of right lower extremity angiogram, ipsilateral approach, on (B)(6) 2015, the physician was unable to cross the lesion in the right proximal anterior tibial artery causing the wire tip to separate from the rest of the wire and lodging in the right profunda artery. The short sheath was left in the right cfa over night for pedal access attempt the following day. On (B)(6) 2015, pedal access attempted several times and was unable to gain access to the distal vessel due to vessel size and calcium. The left cfa was then accessed to go up and over to the right profunda artery to retrieve the piece of wire that broke off the day before. After four hours and several different attempts and snare devices, the wire was retrieved from the right profunda artery. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During the initial procedure of right lower extremity angiogram, ipsilateral approach, on (B)(6) 2015, the physician was unable to cross the lesion in the right proximal anterior tibial artery causing the wire tip to separate from the rest of the wire and lodging in the right profunda artery. The short sheath was left in the right cfa over night for pedal access attempt the following day. On (B)(6) 2015, pedal access attempted several times and was unable to gain access to the distal vessel due to vessel size and calcium. The left cfa was then accessed to go up and over to the right profunda artery to retrieve the piece of wire that broke off the day before. After four hours and several different attempts and snare devices, the wire was retrieved from the right profunda artery. The patient did not experience any adverse effects due to this occurrence.